Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was unable to boot up. Upon troubleshooting, the rse determined that there was an ups issue. The rse assisted the customer in resetting the ups however upon checking by the technician it determined that the ups light in the control room was still indicated it was offline. To resolve the reported issue, the technician reset the ups again, after which they were able to power on the system. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.